Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). The medical facility in (B)(6) involved in this report is listed. The contact details for the cook facility (B)(4). Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The blue hooks have separated from both ends of the loading catheter. The blue hooks was returned loose in the package. One of the blue hooks has what appears to be surgical tape wrapped around it; the other blue hook appears bent. The outer diameter of the blue hooks and the inner diameter of the loading catheter were measured and found to be within the appropriate manufacturing specification. A product discrepancy or anomaly that could have contributed to blue hook separation from the loading catheter was not observed during our analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because, none of the product from this lot remained in inventory. Conclusions: a definitive cause for this observation could not be determined because, the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
On (B)(6) 2011, the following info was provided to cook: in preparation for endoscopic band ligation, the physician selected a cook 6 shooter saeed multi-band ligator. During loading of the ligator, resistance was encountered pulling the loading catheter through the endoscope channel. The loading procedure was stopped and the loading catheter was withdrawn from the endoscope. Upon removal, the hook of the loading catheter was reportedly distorted. This info did not reasonably suggest a reportable event had occurred. On (B)(6) 2011, the device was returned for evaluation. Upon evaluation, we confirmed the blue hooks have separated from both ends of the loading catheter. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.